Event description:
It was reported that prior to the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) displayed a gray battery longevity bar. The device was not implanted and replaced. A week following the implant procedure, the crt-d was interrogated again and the battery longevity bar was no longer gray. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated there was a low telemetry battery voltage. It was noted the battery voltage measured 2.95v on 2015 (B)(6) and prior to implant, a gray bar was identified.